Event description:
It is reported that the a metal portion of the instrument fractured off during trial impaction. An intra-operative x-ray was necessary to ensure that no pieces were left in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.